Event description:
Patient's right cochlear implant appears to have stopped working, per the attending surgeon. No history of trauma to the device, but patient's family explained that the implant "may have" stopped working around the time the patient rode several amusement park rides. Integrity testing performed showed the right implant component is not functioning.